Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 49 mg/dl. The customer has corrected at this point and she is ok. The customer stated one of the sensors popped out when she was playing with her dog and she take it off. Customer was at work and didn't have another sensor to put in and so she got low blood glucose.